Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation

Event description:
As reported, post deployment, physician performed contralateral angiogram. Flow was less than 100%, physician decided to send 35 guidewire down right sfa to treat area. After guidewire traveled down vessel, physician injected contrast and saw dissection. Dissection was treated with covered stents and treated 1cm below the device anchor. Stent was not used to treat device site in vessel. Additional information received stated used ivus to determine vessel size. No ptca was used prior stent placement.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery (cfa). Access was gained utilizing micropuncture and ultrasound and positioned 1cm above the bifurcation. The IFU warns do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. The arteriotomy was >7.5mm, with mild anterior wall calcification in the cfa, mild tortuosity in the common iliac, and a depth measurement of 4cm + 1cm. No issues were encountered advancing or withdrawing of the procedural sheaths. Following deployment, hemostasis was immediate; however, a post contralateral angiogram indicated flow was less than 100%. The physician inserted a guidewire down the superficial femoral artery to treat the manta area. Contrast was injected and revealed a dissection 1cm below from the manta anchor. Dissections are a common large bore procedural complication. Therefore, it cannot be determined if the dissection occurred prior to or during the manta deployment. The physician successfully deployed two covered stents 1cm below the manta anchor to address the dissection. No stents were required to treat the manta site. The IFU lists the following potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and local trauma to the femoral or iliac artery wall, such as dissection. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to arterial damage and vessel laceration or trauma. As precaution, if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis.